Event description:
Boston scientific received info that this right atrial lead displayed non capture one day post implant. The lead was found to have dislodged. The local boston scientific field rep indicated that the lead was to be revised. A request for additional info has been made. No adverse pt effects were reported. Subsequent info indicated that the lead was repositioned. There were no adverse pt effects. As of today, no additional info is available. Should additional info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.